Event description:
It was reported that an ilet user experienced higher than expected insulin use during the initial days of therapy, with daily insulin totaling about 52.5 units compared to a prior reported 27¿30 units per day, and multiple cartridge replacements, while blood glucose was elevated at 367 mg/dl while the system was still adapting. Customer care provided support that included remote troubleshooting and user education regarding meal announcements. Investigation of this case revealed no evidence of leakage or device malfunction and suggested that system adaptation and user stress were plausible contributors to increased insulin delivery and elevated glucose. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.